Manufacturer narrative:
An ocd field engineer arrived at the customer site and optimized the reader camera, which returned the analyzer to expected operation. The customer performed and accepted qc. No definitive root cause was determined. This customer has not logged any add'l incidents of this nature.

Event description:
The customer indicated that they visually observed weak reactivity in the microtube of a gel card that was processed on the ortho provue analyzer and interpreted by the analyzer as negative. The customer was performing antibody screen testing at the time of the incident. The pt had a previous history of anti-fya that was not detected by the provue. The test results generated by the provue did not match historical test data, preventing erroneous test results from being reported. False negative results may result in transfusion of incompatible blood.